Event description:
A malfunction occurred with the pump, identified by malfunction code 0, but no notable events preceded the issue. There was no adverse impact to the customer's blood glucose level. The customer experienced at least three occurrences of this malfunction with the pump, prompting tandem to approve a replacement. Technical support reset the pump, allowing the customer to resume insulin delivery. The customer was instructed to return the faulty pump to tandem and set it into storage mode before sending it back. They were also advised to program settings and connect their cgm to the replacement pump. A replacement pump was sent to the customer, and they were informed to return the problematic pump within ten days to avoid billing.